Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced the integrated holder separating from the non patient end needle. The following information was provided by the initial reporter: the customer stated "after the completion of blood collection for a recipient, the hcp attempted to withdraw the needle and the connection between the needle and the holder was separated."

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced the integrated holder separating from the non patient end needle. The following information was provided by the initial reporter: the customer stated "after the completion of blood collection for a recipient, the hcp attempted to withdraw the needle and the connection between the needle and the holder was separated."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for cannula separation with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for cannula separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.